Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case, pillowing keypad overlay, serial number label missing, cracked case, cracked case-corner of belt clip rails, and cracked battery tube threads. Device power up properly after battery installation. Device passed self test and displacement test. Power device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device was monitored for 24 hrs and no time clock anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the battery died in insulin pump overnight and after inserted a new battery insulin pump could not get it off the screen. The customer stated that buttons were unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.